Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues followed by loss of lock. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's c1 device has been scheduled.